Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Two (2) clips did not close properly- surgeon said user error. Returned device and one clip that was partially closed and had to be removed from the vessel. Additional information received from applied team member via phone, 27th feb: the surgeon acknowledged that device was not use as intended (not performed plastic to plastic). Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with a clip deployed by the event unit. Testing was performed on the event unit. The event unit met current specifications and there were no visible non-conformances. However, visual inspection of the returned clip confirmed the complainant's experience of incomplete clip closure. Based on the condition of the returned unit and the description of the event, it is likely that the reported event of incomplete clip closure was caused by not fully actuating the trigger against the handle when firing the unit. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.